Manufacturer narrative:
Addr01 ipg; implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the clinic due to shortness of breath and chest pain. It was noted that the right atrial (ra) lead exhibited an unspecified issue. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.